Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging battery indicator. The reporter alleged low battery messages after replacing with new batteries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.